Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that during infusion of an unspecified medication the patient was having chest pains and shortness of breath. The rn noticed the medication bag was nearly empty when it was supposed to be infusing at 200ml in 30 minutes. The rn concluded that the pump was infusing the medication too quickly and took the pump off of the patient. There was no lasting patient harm from this event. The facility biomed was unable to duplicate the reported problem and declined any investigation assistance from bd.